Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring reported episodes showing noise on the ra lead. Sensing amplitude also reported below limit. All other lead trends appear unremarkable. Advised to evaluate lead further. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.